Event description:
Procedure type: anterior resection. According to the reporter: (B)(4). The procedure was a low anterior resection on a male who had radiation therapy. The surgeon took blue cartridge 30mm and it wasn't close by the staples. The tissue was very thick. They took cartridge 45 purple and then it was closed. There was no unanticipated tissue loss. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more then 5000cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the pt cavity. No device fragment was left in the pt. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc.

Manufacturer narrative:
(B)(4).